Event description:
Dr. (B)(6) used the product however when dr. (B)(6) (dr. (B)(6)'s partner) did rounds he noticed two patients who dr. (B)(6) used aquamantys device on had infections.

Manufacturer narrative:
Devices were not available to be returned for investigation therefore no direct conclusions between the patient infections and aquamantys devices could be identified. This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.